Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced upon power up. A review of the event history log revealed multiple system error 320 (shut door - power off) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment door latch. The door latch will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "door not being recognized it is closed" message. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.